Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient was taking a shower and noticed that her right breast prosthesis had deflated. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2008.

Manufacturer narrative:
On 15-jul-2021, mentor received additional information about the event. - the patient developed capsular contracture (baker grade unknown) in both of her breasts. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. It was reported that it was the patient¿s left breast prosthesis that deflated, not her right. This report is for the patient¿s right breast prosthesis. Checkbox b1 ¿is product problem¿ is no longer applicable to this report, nor is h6 medical device problem code a0412 ¿material rupture¿ the implantation date is (B)(6) 2005. The suspect medical device is a mentor smooth round moderate profile 250cc saline breast prosthesis, catalog #3501635, lot #5618570, serial #(B)(6), UDI #(B)(4), PMA # p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).